Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system locked up during the boot up process. There is no report of injury or death associated with the event described in this complaint.